Manufacturer narrative:
According to the customer, the "wheel turned in" and "broke" while the customer was sitting in the unit causing her to fall and hit her head on the floor. The customer reported that she continues to have pain on her "back and head" since the incident occurred, but has not sought any medical attention at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, the "wheel turned in" and "broke" while the customer was sitting in the unit causing her to fall and hit her head on the floor.